Event description:
Customer reportedly received results of 105 mg/dl and 58 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained; discrepant results were obtained in 2007. No action was taken based on device results. No low blood symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: test strip lot number 549232, expiration date 10/31/2007.

Manufacturer narrative:
The suspect product is the advantage test strip.